Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was stuck in the rewind priming process. Customer also stated that they were hospitalized due to anxiety. Customer's blood glucose levels at the time 174mg/dl. Troubleshooting occured. No additional information was provided.